Manufacturer narrative:
The ge rep conducted an onsite investigation. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that x-ray images would not appear on the screen of the 7700 system. No pt injury was reported.